Manufacturer narrative:
(B) (4). (B) (4). Event is still under investigation.

Event description:
On (B) (6) a redo double lumen tpn catheter was placed in the left iliac jugular and tunneled to the chest area of the pt. Approximately 2 yrs later on (B) (6) 2010, the physician attempted to remove the catheter. He stated that when he went to take the catheter out, he thought it was embedded in the vein. The catheter did not break, the physician had to cut it. The pt underwent surgery for removal of catheter on (B) (6) 2010. The removal was successful and the pt did not have any adverse effects due to the removal. The pt is doing fine.